Event description:
It was reported that during an unknown procedure, the staples were malformed after the first firing with green reload. Changed new device and reload to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.